Manufacturer narrative:
(B)(4). Static discharge within the assay system may have contributed to this event. The investigation determined the causes of the increase in frequency on static discharge events were due to the architect reaction vessels (rvs) suppliers' manufacturing material and manufacturing processes. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handing, shipping and creation of change within the architect instruments themselves. In addition, static charge testing for acceptance has been implemented of all incoming rv lots from the supplier. The device manufacturer and supplier have worked in collaboration to assure consistency of incoming resin material. And to improve the supplier's molding process to reduce the potential generation of static discharge. This is the final report.

Manufacturer narrative:
Concomitant products: architect reaction vessels list no. 7c15-01 lot no. 72248p100 and 71556p100. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that they are questioning a falsely elevated architect troponin assay result of 0.9 ng/ml on a patient that had a previous result of 0.013 ng/ml. The sample was repeated on the same and also a different architect analyzer yielding results of 0.013 ng/ml. No adverse impact to patient was reported due to this issue.